Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was flying in an airplane. Reportedly, the alarm did not clear upon landing. The customer¿s blood glucose level was 115 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.